Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not complete the power on/boot-up cycle. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer later contacted physio-control to advise that they have elected to not repair the device.  The unit has been permanently removed from service.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.